Event description:
It was reported that the patient experienced pneumothorax and sternal pain post-implant. The patient required drainage of the thorax and extended hospital stay. The device and lead remain in use. No further patient complications have been reported as a result of this event. Patient is enrolled in the (B)(6) study.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).